Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there were three intact unused catheters clearly labeled by manufacturers as female catheters that had been supplied to the male patient. They were labeled by the pharmacy who supplied them as male catheters and were in the patient's name.

Event description:
It was reported that there were three intact unused catheters clearly labeled by manufacturers as female catheters that had been supplied to the male patient. They were labeled by the pharmacy who supplied them as male catheters and were in the patient's name.

Manufacturer narrative:
The reported event was confirmed. Evaluation of the pictured samples from lot myxir617 noted the label did not show any bard identifying number. According to the end item description, product catalog number d226914 was a female-specific product. The label symbol and product catalog number indicate the product was for female use only. Upon further evaluation, it was observed that a verbal description was included on the labels of lot myxir617 that reads 'standard length'. Standard length was used to indicate a male length catheter. Review conducted as part of post market surveillance report and determined that the risk of misusing a female length catheter with a male patient was low, and was mitigated by providing gender specific information on the unit of sale. Incorrect gender specific information was provided on the label. The error on the unit label occurred post manufacturing when p.i.e. Pharma ltd. Repackaged and relabeled the product. P.i.e. Pharma ltd is a pharmaceutical wholesaler located in the united kingdom. Local laws (EU competition law) permit relabeling by parallel importers. Bard corporate legal and compliance are aware of this issue and are managing any additional actions. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Single use only. Do not reuse. Do not resterilize consult instructions for use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol.should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only syringe of sterile water for balloon inflation. Refer to direct unit label for product content and gender specific use where applicable. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions"

Manufacturer narrative:
The reported event is unconfirmed. Evaluation of the photo samples noted the IFU scan did not show any identifying number. Therefore, discrepancy from the artwork intended to be distributed with the device cannot be evaluated. Additionally, the label submitted is not affixed to a finished good and therefore it cannot be determined from what finished good was obtained, or if the IFU pictured, was accompanied with the finished good. A physical sample was not received to dimensionally confirm the product was product catalog number d226914. According to the end item description, product catalog number d226914 is a male-specific product. The IFU indicates the product is for female use only, however there was also a statement of ¿refer to direct unit label for product content and gender specific use where applicable¿ underneath the female use only symbol. A review conducted as part of post market surveillance determined that the risk of misuse was low and was mitigated by providing gender specific information on the unit of sale. The IFU distributed with the male length catheters contained the female use only symbol and this was intentional and did not present unacceptable risk to the user. The alleged potential root cause of the reported event was vendor misprint. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Single use only. Do not reuse. Do not resterilize consult instructions for use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only syringe of sterile water for balloon inflation. Refer to direct unit label for product content and gender specific use where applicable. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions"

Event description:
It was reported that there were three intact unused catheters clearly labeled by manufacturers as female catheters that had been supplied to the male patient. They were labeled by the pharmacy who supplied them as male catheters and were in the patient's name.